Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-17573, 17574. The pt received 3 scs leads. Two of the three leads were implanted on 03/12/2010; however, one was explanted on (B)(6) 2012. It is unk which lead was explanted; therefore, both are being reported. It was reported the pt is scheduled for a system explant due to ineffective and painful stimulation which was not resolved with reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.